Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the 4 inch width plate was worn and was replaced. A definitive root cause cannot be determined. Review of the device history record identified no deviations or anomalies during manufacturing. It is confirmed the device needed repair during pm. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was being sent in for preventative maintenance only. During product evaluation, it was found that the width plate was damaged. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.